Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, it was noted that the device double beeped with the cassette attached. Subsequently, the downstream sensor was replaced. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that "downstream failure" was noted on a smiths medical cadd legacy plus pump. It was unknown whether the event took place during or prior to infusion. No adverse effects were reported.